Manufacturer narrative:
Investigation results: the visual inspection showed that the seal and the tension spring components were out of the delivery tube and separated. The seal was fully unraveled and the tether had been cut and was detached from the seal. Therefore, the complaint is confirmed. A lhr review was completed for the product and there was no nonconformance associated with the lot number.

Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring seal deployed properly into the aortic; however, the tension spring tether detached from the seal. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital.